Event description:
Information was received indicating that a smiths medical infusion pump exhibited a no disposable alarm while in use with a cadd cassette and cadd extension set. No patient consequences were reported. No adverse effects were reported.